Event description:
A patient contacted global technical services (gts) regarding assistance with a system error 2240 while using the homechoice (hc) during dwell 2. Gts explained that a large amount of air had entered into the disposable set and had the patient cycle power to clear the error. Gts advised the patient to notify their dialysis nurse. Product surveillance contacted the patient. The patient stated she thought the error occurred at the beginning of therapy before connecting. The patient stated she discarded the sample and did not know the lot number. The patient stated she contacted her nurse who then advised them on proper procedures. The patient stated she was able to resume therapy successfully with new supplies, and it was doing well. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed due to the lack of a sample; therefore, the assignable cause could not be determined. The lot information was unknown; therefore a batch review was not performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).